Event description:
A patient reported experiencing inaccurate low results with an otb meter. The patient's blood glucose results were 119 mg/dl vs. 247 lab. Tests were done within 21-30 minutes with a difference of 46%. Pt did not experience any adverse events. No further information has been reported.